Manufacturer narrative:
Additional information received indicating that there was required tube change out and returned for evaluation. One bivona tracheostomy (trach) tube was returned for analysis in used condition. Visual inspection revealed that the valve was cut with no pilot balloon. The sample was inflated and deflated under water; no leaks were noted. All procedures were deemed adequate with review of the manufacturing and assembly process. During the verification, 32 assemblies were reviewed to see the complete manufacturing process of the air way and balloon; no discrepancies. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received that while a smiths medical tracheostomy was in use, it was noted to be leaking air. No patient injury resulted.